Event description:
It was reported that stent damage occurred and removal difficulties were encountered. The 90% stenosed target lesion was superficially located in the mildly tortuous and mildly calcified left main trunk to the left anterior descending artery (lad). After a 6f non-bsc guide catheter was engaged in the lesion, a 20x4.00mm promus premier¿ stent was advanced to treat the lesion. However, the stent came into contact with the guide catheter and it was noted that the stent was deformed. The physician was unable to remove the stent from the patient due to stent flaring, thus, the stent was implanted in the proximal lad to mid lad. A 3.5mm promus premier¿ stent was implanted to cover the damaged 20x4.00mm promus premier¿ stent and the procedure was completed. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).